Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device evaluation could not be performed because the device was discarded by the user facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information, it was presumed that the guide wire was sheared off by the re-entry device's needle for intima penetration during removal of the re-entry device or the guide wire as the guide wire likely contacted the needle that was incompletely retracted. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: - [warnings] do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart; - [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, - [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that an asahi grand slam guide wire was used with a philips pioneer re-entry catheter. The guide wire broke off in the patient in the dissected plane. The physician decided to leave the wire fragment in situ. The case was finished without any further incident. No additional information was provided.